Manufacturer narrative:
This is a report of a use error where the patient did not make a secure connection between the disposable set and the solution bag resulting in the solution bag becoming disconnected. The disconnection between the disposable set and the solution bag is the cause for the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill one of four. The patient was connected at the time of the alarm. The patient reported that the connector of the heater line disconnected from the heater bag because they did not screw the connection tightly. The technical service representative the patient to end therapy, and reviewed proper procedures per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.